Event description:
A customer contacted beckman coulter inc. (Bec) regarding an erroneously elevated troponin (accutni) result of 0.42ng/ml (which is within the risk stratification range) generated by their unicel dxl 800 access immunoassay system for one patient. An aliquot of the patient's plasma was poured off, re-centrifuged, and re-analyzed, and a result of 0.05 ng/ml was obtained using the reprocessed plasma sample, which is within the risk stratification range and better matched the patient's previous accutni result. The initial erroneously elevated result was not released outside the laboratory, as it was questioned by the testing technician, so there was no impact to patient treatment.

Manufacturer narrative:
The customer stated there were no sample integrity issues. Per bec review of customer supplied data, on the date of event, low level qc was out of range > 2 sd high. The high level qc was performing within the laboratory's established ranges. The supplied accutni calibration curve, which was performed on (B)(6) 2012, passed with acceptable %cvs. As a troubleshooting measure, the laboratory attempted to recalibrate the accutni assay, which failed due to a substrate dispense failure. The customer did not supply any system check data for review. As part of the laboratory daily maintenance, a correlation study is performed between their 2 dxi 800 analyzers. On the date of event, 3 samples were found to have differences in accutni results and did not pass customer specifications. These results were not released outside of the laboratory and were used as correlation study samples only. A field service engineer (fse) was dispatched to the customer site on (B)(4) 2012 to verify hardware performance in response to this event. A high sensitivity system check was performed prior to troubleshooting and was found to be failing. Fse found some issues with the aspirate tubing and replaced the tubing. A high sensitivity system check was performed following the replacement of the tubing and passed. Fse then ran a 10 replicate precision run and qc; both of which were found to be passing. The cause of this event is attributed to hardware as there were problems with the substrate dispense function and issues noted in the aspirate tubing.